Event description:
It was reported that the shaver is eating up the disposable burrs. Procedure was completed with a smith & nephew backup device with no delay or patient injuries.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and discoloration of the power cord was noted. Product failed to correctly identify blade ID during functional testing. Cause of blade ID malfunction is likely a defective hall board. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.